Manufacturer narrative:
Medwatch sent to FDA on: 13/nov/07. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device noted an opening on the port tubing located in between the port/injection site and the stainless steel connector. The opening on the port tubing may be wear related as there's no clear evidence of surgical damage. This opening may have been the cause of the leakage. Analysis of the device also noted breakage of the band tubing located near the stainless steel connector (this is the portion of tubing located between the stainless steel connector and the band, not between the stainless steel connector and the port). The breakage of the band tubing may be wear related as there is no clear evidence of surgical damage. This breakage may have been the cause of the leakage. Another breakage was noted in the band tubing which appears to have been caused by a sharp instrument. Non penetrating nicks were also noted on the port. This breakage may have been made to facilitate removal of the device, and may not be the cause of the leakage. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Reported by company representative as the port tubing rubbed against itself causing a leak.